Event description:
Ten days following the index procedure cag was conducted and 63.6% restenosis was observed at the proximal edge of the cypher des. The patient did not complain of any chest pain. To treat the restenosis, pci was conducted. Pre-dilation was conducted with a 3.5x15mm balloon at 24atms; inflation time is unknown. A 3.5x18mm cypher des was implanted at 22atms for 20seconds inside the initial cypher (in-stent). Post-dilation was conducted with a 3.5x15mm balloon at 25atms; inflation time unknown. The residual % of the stenosis was 3%. The patient was in stable condition and was discharged 48 hours after the procedure. Physician's comment: this event could have happened with any bms and so nothing unusual with cypher. The procedure was an elective case. The target lesion was the proximal rca. The vessel was denovo, concentric, discrete, slightly calcified and ostium, but not tortuous. The diameter of the vessel was 3.26mm and the lesion length was 5.7mm. Pre-procedure stenosis was 66.8%, classified as type b2. Femaoral approach was chosen for the procedure. Pre-dilation was conducted with a 3.25x15mm balloon at 10atms. Inflation time was unknown. A 3.5x18mm cypher des was deployed at 20atms for 16-30seconds. Post dilation was not conducted. Timi flow pre and post procedure was iii. The residual % of stenosis was 19.2%. Ivus was conducted. Anti-platelet therapy conducted included the following: heparin 8000u/day, aspirin 100mg/day and ticlopidine hydrochloride 200mg/day. Please note: device is distributed outside the united states. However, it is similar to the united states product.

Manufacturer narrative:
Please note device is distributed outside the united states. However, it is similar to the united states product.